Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration, defibrillation/pacing stress testing, bench handling and full functional testing with the returned accessories on a simulator without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed an "accessory error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.